Event description:
It was reported that the access system kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While attempting to position the wds in the laa, the access system became kinked. The physician was unable to position the closure device due to this kink. A new was and new wds were then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that occurred as a result of this event.